Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she had an issue with the reservoir several times. The customer stated that she fills the reservoir and even though it still has insulin toward the end, she thinks it has air bubbles, so it doesn't have any left even though it registers. Customer stated that when she gets a low reservoir warning, she starts experiencing this issue. Customer declined troubleshooting for high blood glucose.